Manufacturer narrative:
Initial reporter facility name (B)(6).

Event description:
It was reported that the balloon ruptured. The stenosed target lesion was located in a severely calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device ruptured upon second inflation at 10 atmospheres for 30 seconds. The balloon was removed from without any problem and the procedure was completed with another of the same device. No patient complications were reported, and patient was in good condition after the procedure.